Manufacturer narrative:
Lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2008; lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2008; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4); extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008.

Event description:
It was reported the patient had increased pain. Impedances were measured and the results were normal. An x-ray was performed and the results showed the leads migrated. The leads were surgically repositioned and the patient recovered without sequela. The reporter stated the severity was "moderate."